Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported there were alarms that occurred multiple times during use, air could not be fed normally, and the actual pressure was unable to be displayed normally during an unspecified procedure involving an olympus insufflation unit. There was no patient injury reported.